Event description:
The handpiece stopped working. No other patient information was available. The customer tested the handpiece with the test tip and the handpiece passed the test. The 4-40 stud was slightly loose. No pt consequence was reported.